Manufacturer narrative:
(B)(6). The complainant was unable to clarify the product name or the device upn and lot number; therefore, the manufacture date and expiration date are unknown, and the product type was selected based on the limited information provided. (B)(6). (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a 9mm stone retrieval balloon was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the balloon fractured while removing stones, and a replacement device was needed. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.